Event description:
The customer tested her blood glucose and received a reading of 222 mg/dl using her contour meter. She retested using another meter and received a reading of 87 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips were sent to the customer.